Event description:
It was reported that out of range measurements were observed on the implantable pacing lead during the six-week post-op follow-up visit. Lead perforation into the pericardium was concluded and no product performance issues were alleged. The patient was sent to the hospital for lead revision wherein the lead was extracted and replaced. During the lead replacement procedure, a small pericardial effusion was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.